Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "I was in the hospital because I passed out. They told me to contact medtronic to get interrogation staff". The patient's implantable pulse generator remains in use. No further patient complications have been reported as a result of this event.